Event description:
The customer reported that while pacing with a heartstart mrx the ECG was unreadable, but the device appeared to pace. There is no indication of negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.